Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by customer, cs100 intra-aortic balloon pump (iabp) had low vacuum error.there was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) suspected issue with motor control board. Fse replaced the motor control board provided by customer. Checked functionally found ok. Handed over the machine in good working condition.